Manufacturer narrative:
Batch review performed on 30 january 2018 lot 172827: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 2022-06-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection (right knee). The pathogen is unknown. The surgeon washed out the knee and swapped the insert. The surgery was completed successfully.